Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2004 essure (ess205) (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6). Consumer experienced essure placement painful. After 3 months menses stopped and menopause began. She also experienced pain in abdomen, allergic complaints in eyes, irregular bleeding or breakthrough bleeding, body pain, mood swings, emotionally out of balance, menopause complaints, inflammations in legs, under feet, inflammation in throat, palate bumps, inflammation over whole body, and often ill. She reported work-related problems, problems with daily tasks and relation and/or family problems. Consumer visited various doctors mainly for allergic reactions, skin and throat. A blood test was performed and nothing was found. She used an unspecified medication. Consumer denies nickel allergy. She has not recovered. Treatment planned includes removal of essure. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Essure removal was planned. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Essure removal was planned. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.